Event description:
It has been reported that the device did not start when retrieved for use. Patient outcome is unknown.

Manufacturer narrative:
New information from the customer confirms this is not a patient use case. (B)(4).